Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that pyxis fridge has low voltage battery. A field service engineer, removed and replaced bbu battery and reset fridge to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system refrigerator failed with backup battery. Customer stated that the they were unable to get meds for patient. There were no adverse events or injuries reported based on this incident.